Event description:
As reported to coloplast though not verified, patient implanted with aris mesh on (B)(6) 2007. Later patient experienced vaginal infections, pain, erosion of mesh, painful intercourse. On (B)(6) 2011, patient underwent excision of a portion of the sling with pre and postoperative diagnosis of eroded bladder sling. On (B)(6) 2012, patient underwent removal of mesh material with outter fibrofatty adhesions.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. H3 devcie not returned.